Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was reported that the paramedics were called due to low blood glucose. The customer was treated with glucagon and IV fluid. The customer is doing well now and did not wish to troubleshoot.